Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during an ipg revision procedure the physician noticed some wires coming out of the patients lead. The physician wrap some suture sleeves around the area where wires sticking out to try and protect what was there. It was undetermined whether if it was cut during the procedure. The piece of the wire will be sent returned for analysis.

Event description:
It was reported that during an ipg revision procedure the physician noticed some wires coming out of the patients lead. The physician wrap some suture sleeves around the area where wires sticking out to try and protect what was there. It was undetermined whether if it was cut during the procedure. The piece of the wire will be sent returned for analysis. Additional information was received that the patient underwent a revision procedure wherein the paddle lead was replaced and the patient was doing well postoperatively. The explanted lead will not be returned.

Manufacturer narrative:
Sc-8120-50 (sn: (B)(6)). With all the available information, boston scientific concludes issue was confirmed that the lead was torn. Where the lead was placed relative to the ipg is not likely to have contributed to this damage as was speculated in the event description. The damage was likely due to mishandling with sharp instruments or excessive force, or absence of a stress relief loop. As the IFU provides guidance to avoid damaging the lead, the probable cause selected is unintended use error caused or contributed to complaint.

Event description:
It was reported that during an ipg revision procedure the physician noticed some wires coming out of the patients lead. The physician wrap some suture sleeves around the area where wires sticking out to try and protect what was there. It was undetermined whether if it was cut during the procedure. The piece of the wire will be sent returned for analysis. Additional information was received that the patient underwent a revision procedure wherein the paddle lead was replaced and the patient was doing well postoperatively. The explanted lead will not be returned.